Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked case, a scratched case, a stained keypad overlay and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump failed the sleep current measurement. The insulin pump was cut open to perform visual inspection and corrosion was found on the pcb2. No corrosion noted on the pcb1, motor and vibrator assembly. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. In conclusion, the insulin pump had a high sleep current measurement due to corrosion on the pcb2.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. The customer stated that the battery was draining quickly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.